Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 06/16/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a vascular dissection requiring an aortic angiogram. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then a deflection and irrigation test were performed and the catheter passed. Then the catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on carto system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system; however, error 106 (force sensor error) was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. Physician¿s opinion regarding the cause of the adverse event is that the ablation catheter prolapsed in the aorta prior to insertion in the left ventricle. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The root cause of the loss of electrical continuity at the sensor could not be determined.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)) , smartablate generator (model# unknown serial# unknown), smartablate pump (model# unknown serial# unknown), soundstar 8f catheter (model# unknown serial# unknown). Manufacturer's ref. (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a vascular dissection requiring an aortic angiogram. During the procedure, the patient reported chest and back pain. Aortic angiogram revealed a descending aortic dissection and an unspecified aortic condition (disease state). Computed tomography (CT) was in progress at the time of complaint was reported to biosense webster inc. Patient was reported to be in unstable condition. Patient required extended overnight hospitalization as a result of the adverse event. Patient has since fully recovered. Physician¿s opinion regarding the cause of the adverse event is that the ablation catheter prolapsed in the aorta prior to insertion in the left ventricle.